Manufacturer narrative:
Evaluation: results: the complaint regarding invalid impedance could not be confirmed. The a127 adaptor was returned incomplete and no testing was performed. As received, no visible signs of kinking were noted. The a127 has significant discoloration in the header. The damage was consistent with the condition the lead was subjected to while explanted. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt's (B)(6) scs system contains at st jude medical lead adapter and a competitor's lead. It was reported invalid impedances were identified. Reprogramming did not resolve the issue and the pt eventually stopped feeling stimulation. The lead adapter was explanted on (B)(6) 2012.